Manufacturer narrative:
The device was returned and evaluated, and there was found to be white contamination (believed to be simethicone) in the air, water and auxiliary channel. Additional findings include the following: the light cover glass was chipped and the light cover glass adhesive was worn, there was fluid evident in the optical cover glass, the distal end cap was cracked, the distal end adhesive was worn, the aspiration housing in the control body had a worn colored ring, there was a misty image condition, the downward/right angle was strained, the up/down and right/left angle had play, and the water flow and safety test were not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a foggy screen while using the evis lucera elite colonovideoscope. The issue was found during general maintenance and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be white contamination (believed to be simethicone) in the air, water and auxiliary channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. Olympus will continue to monitor field performance for this device.